Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the procedure was to treat a lesion in the celiac artery. It should be noted that the rx herculink elite peripheral stent system instructions for use (IFU), (indications for use) specifies: the rx herculink elite¿ peripheral stent system is indicated for improving arterial luminal diameter in patients with atherosclerotic lesions in renal arteries. It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the celiac artery. The 5.5x18mm herculink elite stent delivery system (sds) was prepared per instructions for use (IFU) and crossed the lesion. Markers were on the catheter and nothing was out of the ordinary. The balloon was inflated and deflated with the stent assumed to have been deployed. However, the stent could not be confirmed via angiogram. The stent could not be found anywhere in the anatomy or in the sheath. The prep table/back table, the floor, the packaging and dispenser hoop were searched and the stent could not be located anywhere. An omnilink stent was implanted without issues to complete the procedure. There was no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 1494 - off-label use (incorrect anatomy). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.